Manufacturer narrative:
Hamilton medical ag`s conclusion: rootcause: defective blower. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: ventilator shows technical fault 431002. We check in service software and its failed blower flow and pressure test. We troubleshoot that the blower module is faulty and also blower module (p/n: 160250;05 s.no: (B)(6)) complete its life. It need to be replaced. Summary: technical event:231009 due to defective blower.